Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported by the surgeon of the following events: this patient diagnosed with giant cell tumor in proximal tibia ultimo 2008. On (B)(6) 2009, surgery with gmrs prosthesis. On (B)(6) 2009, debridement and changing some parts of the prosthesis caused by infection. On (B)(6) 2009, removal of the prosthesis caused by infection not treated with prosthesis in the patient. On (B)(6) 2009, new surgery with new prosthesis. All this going well until (B)(6) 2010, patient feels the prosthesis is loose. On (B)(6) 2010, femur prosthesis is loose...this aprt (stem and femur prosthesis and all poly parts and rotating part are changed). No infection checked by (B)(6) biopsies. The implants which are loose are the implants from (B)(6) 2009. Please noticed that it seems that the stem and femur component does not fit well together. They seem not in line.